Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) expired following a cardiopulmonary arrest. It was reported that the device did not cause the initial event as it had properly detected and delivered a shock to treat ventricular fibrillation (vf); however, the vf continued and there were concerns that the device may have undersensed the vf following the initial shock. A review of the strips were performed along with the save to disk. It appears that the ventricular tachycardia (vt) was initially below programmed rate cutoff (vt-180, vf-210bpm) for an unknown amount of time prior to reaching vt detection rate. Device detection was appropriate per programmed parameters and therapy was delivered. Several subsequent non-sustained episodes were seen that did not meet detection parameters. No evidence of device malfunction rather the device was not properly programmed for this patient's arrhythmia rates.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of analysis.